Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and was found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additionally, the instrument was found to have grip input disk broken. Input disk 7 was found completely detached from the base of the housing and 6 was broken. The complaint was confirmed by failure analysis. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was used to place a clip, however when the jaws were opened and withdrawing back, the instrument jerked to the side and the surgeon was unable to manipulate the tips. The scrub attempted to remove the instrument, however the instrument would not release. The emergency release key was used to remove the instrument from the arm. The instrument was removed from the sterile field and sent to central processing. In central processing it was noted that the cable was broken and one of the input disks was cracked off. There was no patient harm. The procedure was completed with no reported injury.